Event description:
It was reported to boston scientific corporation that an rx cytology brush was opened for use. According to the complainant, during preparation, a functional test was performed. The brush was extended and the user attempted to pull the brush back into the sheath, but the brush was unable to retract. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; drive wire detached from the handle.

Manufacturer narrative:
(B)(4) for the investigation result of drive wire detached from the handle. Investigation results: visual evaluation of the returned device found no issues. During functional evaluation, the brush would extend, but would not retract. The handle was disassembled, and it was noted that the drive wire had detached from the handle. The area where the drive wire had detached had no signs of either stretching or tearing. No remainder of the drive wire was found inside the handle cannula, indicating the drive wire had been pulled out of the cannula. The distal end of the handle cannula was flattened from crimping process that secures the connection between the cannula and the drive wire. The complaint that there was difficulty retracting was confirmed; once the drive wire is detached from the handle cannula, the brush can possibly be extended but would not be retracted. The issue was identified during preparation, outside the patient. The identified failures were most likely caused by handling of the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.